Manufacturer narrative:
Evaluation of the device identified a defect in the manufacturing of the device. An internal corrective action was conducted to identify the root cause and prevent recurrence.

Event description:
Patient was being placed on support using pump and oxygenator for acute heart failure resulting from cardiomyopathy. At the time support was initiated blood began foaming from the gas port on the oxygenator. The oxygenator was immediately replaced and returned for evaluation. The patient was supported for two days using the replacement oxygenator and successfully explanted.